Manufacturer narrative:
(B)(46). This complaint is related to emdr #1828100-2016-00436. The reported complaint was confirmed. The descaling agent is still available from the manufacturer. This information was passed on to the customer and he will work with his hospital biomed department to order the chemical so that descaling can be done and can continue to be done on a regular basis. Review shows this unit has not been on a regular pm schedule since 2012. (B)(4).

Event description:
The customer reported that during preventive maintenance (pm) of the cooler heater unit, the device contained mineral debris in tank and feels it is because he cannot obtain the proper chemical for cleaning the units. There was no patient involvement. Per clinical review: on april 12, 2016 clinical services (cs) spoke to the perfusionist ((B)(4)) in regards to this issue. The field service representative (fsr) visited this hospital in past week and this customer complained of particulate being in this unit and that he was concerned with the particulate affecting heat exchange performance due to low water flow. He commented to the fsr, he was not able to get the chemicals to keep the unit clean. After my discussion with the (B)(4), he was told by his hospital biomed that the descaling agent (B)(6)) was no longer available for purchase. Cs checked with technical support and b)(6) is still available from the manufacturer. Cs passed this information on to the (B)(4) and he will work with his hospital biomed department to order the chemical so that descaling can be done and can continue to be done on a regular basis. In review of our records, this unit has not been on a regular preventive maintenance (pm) schedule since 2012 and this could be part of the issue. This complaint is based on concern for loss of function and was mentioned during a pm, not during a case.